Event description:
Coiling treatment of an aneurysm. It was reported the proximal end of the pushwire stuck inside the instant detacher during coil detachment. The implant coil was success deployed inside the aneurysm and the pushwire/ instant detacher was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the proximal end of the pushwire was found bent inside the instant detacher. (B)(4).